Event description:
A physician reported that following an intraocular lens (iol) implantation procedure performed on (B)(6) 2025, the patient attended a postoperative follow-up visit on 17-nov-2025. During the visit, the patient stated that her vision appeared entirely gray and that she was unable to drive after 5:30 p.m. She also expressed concern regarding the color of the implanted lens. Explantation of the iol is not planned because the capsular bag is considered fragile, and the surgeon does not view removal as a viable option.additional information was requested

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).